Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -15.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Additional data: device evaluated by MFR -device evaluation: lens was returned dry in a micro-centrifugal vial; visual inspection found haptic torn and foriegn material on the lens surface. Claim #(B)(4).